Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left mtm to resolve the reported issue. The system was tested and verified as ready for use. Isi received the master tool manipulator (mtm) and completed the device evaluation. The mtm triggered error 23025 along axis 4 during sine cycle testing. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the customer encountered a repeated error code. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noticed error 23025 on the left master tool manipulator (mtm). The customer had disabled the mtm and was proceeding with procedure from the second surgeon side console (ssc)2 at the time of the call. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up and obtained the patient demographic information from the customer.